Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating med/thick sulu opened by the account. Visual inspection noted that the reload was partially fired. Functional evaluation noted that the reload fired without issue. Replication of the partial fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastrectomy, the reload was connected with the adapter and she tried to close and open the jaw of the reload as a self-testing. Then when surgeon try to fire, it suddenly stopped. The cartridge was changed after that, then it worked properly. The device partially fired. The patient is stable. What was the item code and lot/serial number of the reinforcement material? What is the last known patient status? Stable. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? No. If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500cc or more due to the product problem? No. If yes, did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? No. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?). Did the device fire the full linear range of the reload? No. Did the device partially fire? Yes. Did the jaws of the device get stuck and lock on tissue? No.